Event description:
Related MFR report: 3006705815-2020-02049. It was reported one of the patient's implanted leads migrated. X-ray taken confirmed the migration. Surgical intervention may be taken to address the issue.

Event description:
Related MFR report: 3006705815-2020-02049.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to any malfunction of the implanted system.

Event description:
Related MFR report: 3006705815-2020-02049. Follow up information obtained identified surgical intervention was taken and the patient's scs leads were repositioned. Effective stimulation therapy was restored postoperatively.